Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump, displaying malfunction code 13. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer planned to switch to multiple daily injections as a backup therapy.